Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) once. The last repair was (B)(6) 2016 where it was reported that the device needed repaired and the standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Per the complainant ¿will no longer be processed as the contract with the concerned distributor is no longer valid.¿ repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. Per the complainant ¿will no longer be processed as the contract with the concerned distributor is no longer valid.¿ the reported event ¿the device does not cut the skin¿ was non-verifiable since the device was not returned for evaluation or repair.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device did not cut the skin. No adverse events were reported as a result of this malfunction.